Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical issue was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders. Both of cylinders had multiples pinhole leaks near the proximal end of the cylinder body due to wear at the corner of folds; holes were present. The ams 700 momentary squeeze (ms) pump was visually inspected and functional tested. Pump was functional tested and performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to failure/malfunction.